Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer stated the device reboots constantly during patient monitoring. There is no patient harm/injury reported.